Event description:
It was reported by the patient that false positive result was displayed with an innova antigen test as the pcr test displayed negative result. Five lateral flow tests were completed. Three were completed by the patient who was trained to complete the test and two were administered by other people. Each of the five tests displayed a "false positive" test. The patient completed two pcr tests one via drive through testing and each of these pcr test results was negative. The patient noted an attempt to rule out human error was made by having different people administer the test. Additional information obtained noted the lot number was not the same for each test with false positive. The patient tested (approximately 30 tests) with other boxes within the workplace, and all displayed a positive result. The lot number provided was for the box the patient has at home. The patient noted testing is completed regularly with pcr test and the patient has never received a positive pcr test.

Manufacturer narrative:
It was reported false positive result was displayed with an innova antigen tests as the pcr tests displayed negative result. User handling may have contributed to the event. Possible contributing factors of this false positive result are: when there is a break in the oral or nasal cavity at the time of sampling, resulting in blood in the sample; when excessive protein is introduced into the sample or when the sample is too viscous. The production records, product inspection records and material inspection records were checked confirming batch records are qualified. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening. This is an occasional small probability situation and may be a non-quality problem. The reported event could not be confirmed.